Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported partially deployed device was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was originally reported that during inspection of the proglide device during unpackaging, it was observed that the proglide device was partially deployed. The device was not used and there was no patient contact. Return device analysis identified blood in and on the proglide device and a kink in the guide. Additional information was received from the abbott vascular representative. Reportedly, the proglide device was inserted in the patient, the guide wire was removed, then the operator noticed that the foot plate was partially deployed. At that point they re-inserted the guide wire, remove the proglide device, and used a second proglide device to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.